Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that there was erosion and protrusion at the ipg site. The ipg pocket site was irrigated and debrided. An new ipg was placed in a new pocket resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection and wound dehiscence at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced within the same pocket to address the issue.